Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor (B)(4), and the following information was documented: "proper reagent change not performed, dirty alcohol used as final alcohol on tissue processing run." The following further information was also documented "tissue underprocessed due to swapped reagents (alcohol where xylene should be). Alcohol was placed in the xylene bottle at station 11. Customer used hydrometer to determine the concentration of the alcohol in the bottle and it was approximately 80%. Bottle 11 concentration was". On (B)(6) 2021, the assigned leica field applications specialist-core histology (fas) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The fas documented the following information: "tissue underprocessed due to swapped reagents (alcohol where xylene should be). Alcohol was placed in the xylene bottle at station 11. Customer used hydrometer to determine the concentration of the alcohol in the bottle and it was approximately 80%. Bottle 11 concentration was. Concentrations of all alcohols were obtained by hydrometer. Customer was warned multiple times to change a dirty reagent and did not actually change a reagent when they updated the reagent in the software. This led to a dirty alcohol (bottle 5) being used as the final dehydrant in a processing protocol and insufficient dehydration." The fas advised the complainant to replace the reagent in bottle 5 (ethanol) with 100% ethanol, all bottles designated for xylene and the wax in the four (4) wax chambers; and to subsequently perform to a verification processing run(s) to determine that the quality of tissue processing was satisfactory prior to processing patient tissue samples. The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limit of 5% in bottles 4, 5, 6, 7 and 9. While the measured ethanol concentration in bottles 4 ,6 ,7 and 9 was 7%, 6%, 6%, and 4% higher than that calculated by the instrument, it is noted that the measured ethanol concentration in bottle 5 of 59.5% with a calculated concentration of 100%. The fas also documented that the patient tissue samples exhibiting sub-optimal processing were derived from both the "medium 4 hours" protocol comprising 65 cassettes, which was executed in retort b with and "end time" of 07:45:00pm and the "large 6 hours" protocol comprising 19 cassettes, which was executed in retort with an "end time" of 05:23pm. The types of the affected patient tissue samples were detailed as "breast biopsies, gi, skin, gyn biopsies". The size(s) of the affected patient tissue samples was not provided. On 04 november 2021, the assigned leica field applications specialist - core histology received information that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that event code "16" and the following associated message was displayed to the user at 16:38pm on (B)(6) 2021: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 5"; and event code "18" with the following associated message was displayed to the user on seven (7) occasions between 23:13pm on (B)(6) 2021 and 06:31am on (B)(6) 2021: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 5. Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 06:31am on (B)(6) 2021 and for three (3) seconds at 06:32am on (B)(6) 2021, which is not sufficient time to replace the reagent in either instance; and the station properties for bottle 5 (ethanol) were reset, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 5 was to be set to the default value of 100%. The properties of the reagent in bottle 5 prior to these user actions were recorded in the instrument logs as: ethanol concentration=50.8%, cycles=92, cassettes= 3260, days=25. Although a user affirmed in the gui that the ethanol concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 06:32am on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 50.8% because bottle 5 (ethanol) had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 5 (ethanol) with an ethanol concentration of 50.8% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of both the "large 7 hour" protocol started in retort a at 10:23am on (B)(6) 2021 and the "medium 4 hours" protocol started in retort b at 15:47pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The quality of processing of patient tissue samples from the "small bx 1 hour" protocol started in retort a at 06:32am on (B)(6) 2021 and the "medium 4 hours" protocol started in retort b at 06:32am on (B)(6) 2021, would also have been adversely impacted because the reagent in bottle 5 (ethanol) was used for the final dehydration step in both of these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples reported by the complainant. The information provided by the complainant to the fas details that a use error also occurred during replacement of the reagent in bottle 11 (xylene), in which a user incorrectly replaced the reagent in this bottle with alcohol rather than xylene. The complainant measured the alcohol concentration using in bottle 11 following this use error using a hydrometer and found that the alcohol concentration was approximately 80%. The quality of processing of patient tissue samples from the "large 7 hour" protocol started in retort a at 10:23am on (B)(6) 2021 and the "medium 4 hours" protocol started in retort b at 15:47pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant, and both the "small bx 1 hour" protocol started in retort a at 06:32am on (B)(6) 2021 and the "medium 4 hours" protocol started in retort b at 06:32am on (B)(6) 2021, would have been further adversely impacted when alcohol at a concentration of 80% was used for the second clearing step due to the use error during manual replacement of the reagent in bottle 11. Use of alcohol in the second clearing step of these protocols would have resulted in both inadequate clearing of patient tissue samples, and contamination of both the reagent used for the final clearing step and waxes used for the subsequent infiltration steps. Investigation of this complaint found that the instrument functioned as designed during execution of both the "large 7 hour" protocol started in retort a at 10:23am on (B)(6) 2021 and the "medium 4 hours" protocol started in retort b at 15:47pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant, and during execution of both the "small bx 1 hour" protocol started in retort a at 06:32am on (B)(6) 2021 and the "medium 4 hours" protocol started in retort b at 06:32am on (B)(6) 2021, from which the quality of processing of patient tissue samples would also have been adversely impacted. Investigation showed that a use error occurred at 06:32am on (B)(6) 2021, when a user did not complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, when event codes were displayed indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded. Based on the information provided by the complainant to the fas that a user had replaced the contents of bottle 11 (xylene) with alcohol in error, it was determined that alcohol at a concentration of approximately 80% had been used in the second clearing step of the protocols detailed above. Use of alcohol in the second clearing step of these protocols would have resulted in both inadequate clearing of patient tissue samples, and contamination of both the reagent used for the final clearing step and waxes used for the subsequent infiltration steps. Manufacturer evaluation of the information available identified that the root cause of the sub-optimal tissue processing reported by the complainant was a combination of two (2) use errors involving failure to complete manual replacement of the reagent in bottles 5 (ethanol) and 11 (xylene) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."